Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 40 mg/dl and high blood glucose levels of 300 mg/dl. The customer declined the troubleshooting for low and high blood glucose values. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for the analysis.